Event description:
The dr claims that during an aorto-bifemoral procedure, the graft leaked blood (exact quantity unknown, but reported as minimal) from a hole in the bifurcation. The dr sutured the hole closed. The graft was left in. The procedure outcome was fine. The pt's condition was fine.